Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 3.5x15mm apex monorail balloon ruptured. The balloon was removed intact. It is unknown how many inflations occurred and to what atmospheres. The details of the lesion are unknown. The procedure was completed with a different device. Pt's condition was reported as "no problem".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.